Manufacturer narrative:
(B)(6) 2023 16:44:22 gmt. A complaint of sample breaking during use was received from the customer. Photos were provided for investigation. Through visual inspection, the customer complaint was confirmed. The male luer had broken off from the set. A device history record review for model mz9266 lot number 23019245 was performed. The search showed that a total of 13,203 units in 1 lot number were built on 15jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a physical sample not being received, a root cause could not be established. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd maxzero multi-fuse  extension set with needleless connector(s) broke at the male luer connection. The following information was provided by the initial reporter: 3 tri-fuse extensions sets have broken at the male luer lock connection while in use on a patient additional info received on 28-aug-23. I am unsure if there was leakage observed during the event. There was no patient harm. The 3 incidents happened over the course of about a month.